Manufacturer narrative:
(B)(4).

Event description:
It was reported that the high voltage lead impedance was out of range in all vectors that included the svc coil. The patient was asymptomatic. All vectors other vectors were normal and in range. The vector was programmed to rv to can and the impedance was normal. Patient is stable and will continue to be monitored.